Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2023. The anatomical location is unknown. During the procedure, two incidents took place involving the use of clips. In the first case, a clip was applied correctly, and released without issue, but then reopened and fell off within seconds. There was no evidence of a "rip" injury, so it was not removed by scope. In the second case, the technician who handled the procedure was the most experienced and had used many clips before. She stated that four clips did not work properly and did not grasp the tissue at all, as if there was a defect in the clip-closing mechanism. Additionally, while attempting to grab a tissue, one clip bent, and the technician had to release it because it could not be pulled back through the scope. The procedure was completed with another resolution 360 clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of a clip falling off in an open state.